Event description:
Site reported bilateral patient had the light adjustable lenses explanted due to residual refractive error. Another lal was implanted in the right eye during the exchange on (B)(6) 2022 and another lal was implanted in the left eye during the exchange on (B)(6) 2022. Rxsight's first awareness of the event occurred on (B)(6) 2022.

Manufacturer narrative:
Site reported bilateral patient had the light adjustable lenses explanted due to residual refractive error. Another lal was implanted in the right eye during the exchange on (B)(6) 2022 and another lal was implanted in the left eye during the exchange on (B)(6) 2022. Rxsight's first awareness of the event occurred on (B)(6) 2022. The device history record for the lenses were reviewed. No issues were noted. Right eye. Serial number: (B)(4). Lot number: l02-001723. Implant date: (B)(6) 2021. Mfg date: 7/9/2020. Expiration date: 6/30/23. Explant date: (B)(6) 2022. UDI: (B)(4). Left eye. Serial number: (B)(4). Lot number: l02-001842. Implant date: (B)(6) 2021. Mfg date: 9/22/2020. Expiration date: 8/31/2023. Explant date: (B)(6) 2022. UDI: (B)(4). Both explanted lenses were returned for evaluation. Visual inspection and optical testing of the returned lenses found no issues with the lenses.